Manufacturer narrative:
Although this report is for a watchman delivery system, we are notifying you of the field action for product advisory on the watchman access systems since these two components are used together in left atrial appendage closure procedures.

Event description:
It was reported st elevation occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman trusteer access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The 24mm wds was advanced and deployed in the laa. A partial recapture of the device was made, and ten seconds of forward pressure was applied. After the ten second hold, a tug test was performed. At this time st elevation was noted. No air was visualized in the patient vasculature. The st elevation was transient and required no intervention. The procedure was completed without further incident, and the patient was transported to the post anesthesia care unit (pacu). No adverse events were noted upon waking the patient and normal post procedure care conducted. The patient was discharged the next day.